Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 75 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was receiving support when, on day 5 of support, bleeding was observed at the access site around the sheath. Manual pressure was applied to achieve hemostasis and an unknown amount of blood products were administered. The device was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.